Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl. Other blood glucose reading was 432 mg/dl. Current blood glucose reading was 494 mg/dl. Customer had symptoms of flu. Customer was assisted with troubleshooting. Customer was using insulin pump within 48 hours of reported high blood glucose event. The product will not be returned for analysis.